Event description:
It was reported that a patient death occurred. In (B)(6) 2020, the patient underwent a transcatheter aortic valve replacement procedure and was successfully implanted with a 25mm lotus edge valve. Twenty-two (22) days post procedure the patient died of unreported causes.